Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer subject of the reported event. The steris technician inspected the washer and found it to be operating per specifications. No repairs were required, and the unit was returned to service. The reported event is attributed to the employee manually pushing the rack further into the washer after the rack became jammed. The amsco 7052 hp washer/disinfector operator manual states (section 4.13.1), "if an obstruction is present at the bottom of the wash chamber door, do not attempt to remove the object. A door safety sensor on the door button detects the obstruction. Door automatically stops from closing and opens completely." The operator manual further states, "if an obstruction is present in the chamber door, do not attempt to remove the object." The technician counseled user facility personnel on proper loading techniques and safety operation protocols. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained wrist injury after removing an obstruction from the doorway of their amsco 7052 hp washer/disinfector. The employee sought treatment and received x-rays.